Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal 2000 mcg/ml (unknown dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was unknown. It was reported the patient had several falls. An x-ray was performed by the managing physician and revealed the catheter was broken. The baclofen was decreased to minimum rate. The catheter was replaced (B)(6) 2016. Patient status was alive. No injury and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.